Event description:
The customer reported a motor error during the manual prime. The customer stated that the insulin pump was not exposed to any high magnetic fields. Troubleshooting was performed and the insulin pump did not pass the displacement test and the insulin pump alarmed motor error. The reported glucose reading at the time of the call was 240 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.